Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 08/17/2021, it was reported by a sales representative via e-mail that while using an ar-3641, fibertak anchor, the repair stitch suture was snagged and tore. The surgeon then cut out the anchor and put in a 4.75 swivelock to complete the procedure.